Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to change the cartridge. Additionally, the customer received a cartridge alarm 19 during the load process. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 243 mg/dl, and was addressed by delivering a correction bolus.